Event description:
Tool wobbles when seated in iiigs attachment. Surgeon was ready to drill pilot holes for a plate using a midas iii motor, a iiigs attachment, a c2 tube and a c2-411 tool, when he noticed the c2-411 tool was flailing. He tried another tool and that also flailed. He tried another c2 tube and the tool still flailed. He switched iiigs attachments, used the same c2 tube and c2-411 tools and the tools no longer flailed. No pt contact with device reported.